Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date - (B)(6) 2011, inratio2 - 2.2, lab - 2.5; date - (B)(6) 2011, inratio2 - 1.9, lab - ng; date - (B)(6) 2011, inratio2 - 1.1, 1.2, lab - 3.2, 3.2. On (B)(6) 2011, pt went to the hosp to get a lab test because her inr read so low on the inratio2. Pt's therapeutic range: 2.0-3.0 inr.